Manufacturer narrative:
Updated fields - b4, d9 device available for evaluation and return to manufacture date, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the compressor and temperature sensor. The unit passed all safety and functional tests and was returned to the customer for clinical use. The failure analysis and testing dept. Received parts with a reported unit failure of a system overtemperature. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts in cardiosave test fixture and tested the parts to factory specifications per the cardiosave service manual. No failure could be confirmed after 3 hours of testing. Retaining the part in the failure analysis and testing department.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had system over temperature). Patient was involved. No harm occurred.

Manufacturer narrative:
Due to character limit in e1 event site name: (B)(6) hospital and event site city name is (B)(6).a supplemental report will be submitted upon completion of our investigation.